Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lumbar spinal canal stenosis and l3-l4 spondylolisthesis. She underwent l3-l4 transforaminal lumbar interbody fusion (tlif) and l4-l5 posterior lumbar interbody fusion (plif). Intra-op, after performing plif at l4-l5, the cage was found deviated forward when checking the sagittal images. The surgeon then tried to grasp the posterior side of the cage with inserter¿s inner cylinders, pean and kocher while checking the sagittal images; however, the cage advanced forward and stood upright in the anterior vertebral body. The surgeon judged that it was hard to remove the cage from the posterior side. Hence, new cage was inserted at the intervertebral disc space and compression was applied and the operation was completed. There was a delay of less than 60 minutes in overall procedure time due to this event. It is unknown if there were any patient complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was unknown if there will be any intervention required.